Event description:
It was reported the patient's leads had migrated. Patient reported being thrown down hard and had a few scuffles during an altercation. As a result, surgical intervention took place on (B)(6) 2024, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.